Event description:
The customer reported that when the secondary medication was hung, the medication seemed to back-up into the primary line. The event occurred in pediatrics, baker 4. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.